Event description:
It was reported that there was no liquid in the vial and the lens was dry. The lens was not used. There was no patient impact or medical intervention required.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.